Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information that a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer's complaint was unable to be confirmed. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.